Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the speaking valve detaches from the connector. It was stated that it had happened with two different speaking valves. The homecare provider unfortunately already disposed. She therefore assumes that it's due to the cannula. The exact event date is unknown since the homecare provider spontaneously mentioned this issue to our sales rep. When she was at the patients home. However, it must have happened before (B)(6) 2022, because on this day we received the information that the cannula would be returned. Event occurred after trach change.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection did not identify any anomalies. Functional testing with three different types of accessories were seated on the connector (i.e., dual axis swivel adapter, sideport, and a red cap). There were no difficulties seating the accessories; they remained seated even with the device was rotated upside down. The investigation did not identify a defect with the iso taper of the connector on the returned sample. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.